Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was observed that the pacemaker exhibited backup vvi pacing. No programming changes were made. There were no patient consequences.

Event description:
New information noted that the device was explanted on (B)(6) 2022. Further information was requested however, was not provided.